Event description:
It was reported that during an unknown procedure, leakage of the trocars already six times in different lots. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4) device evaluation: one companion sample was recieved for evaluation purposes related to reported separated condition. The sample was visually inspected and the sample does not present any visual defect. Functional test was performed and results show the sample is satisfactory. Pull test was performed and the sample passed. The reported condition was not confirmed.

Event description:
On december 18th 2009, baxter product surveillance was notified of a complaint from a customer reporting that the interlink set came apart during use and the patient was bleeding out. Hemoglobin went from 169 to 127. The patient lost all infused intravenous (IV) fluid. This set was disconnected too easily. The injection site cap came off from the extension tubing. The IV needle set also comes apart easily. The nursing staff will be instructed to check carefully for a tight connection and observe more closely. The sample availability is unknown.

Manufacturer narrative:
It is unknown if the device will be returned for evaluation. A follow up report will be submitted if further information becomes available regarding device evaluation.